Event description:
It was reported that, during implantation, the patient's lead would not fit in the implantable neurostimulator. The patient's physician attempted to loosen the screw in order to create room for the lead to fit properly. This did not work and a new neurostimulator was opened and used. The lead fit into the device and the case was completed without further issue. No patient symptoms or injury were reported. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). The neurostimulator and wrench have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.